Manufacturer narrative:
E.1. Initial reporter city: (B)(6). G.5. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facslyric¿ carryover occurred on patient samples. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the equipment features carryover.

Manufacturer narrative:
H.6 investigation summary: based on the investigation results, the reported issue of the customer experiencing carryover was confirmed. Investigation results that were performed on the indicated failure mode were the following: the complaint trend and service notes were reviewed. The potential cause for the customer experiencing carryover was due to a tubing issue in the fluidic system. The issue was resolved after the part was replaced. No further problems were noted, and the instrument was confirmed to be functioning as expected. Although the instrument was used for diagnostic testing, the issue was resolved before the patient sample results were used for any diagnosis or treatment.

Event description:
It was reported that during use with bd facslyric¿ carryover occurred on patient samples. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the equipment features carryover.